Manufacturer narrative:
On 27-jul-2024, mentor received additional information about the event: - the patient developed pain in her right breast post implantation. The patient had a bilateral MRI performed as a result. - rupture of the patient¿s right breast prosthesis was diagnosed via MRI. - MRI results indicated the patient developed a mass on her right breast. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery procedure with an unspecified mentor saline breast prosthesis that had issues post implantation. It was reported that the right breast was ¿busted¿ and appeared flattened. As a result, the patient underwent explantation and replacement with an unspecified mentor textured saline breast prosthesis on (B)(6) 2011.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: implant is "busted", flattened breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).